Event description:
A notification was received from the (B)(4) study that indicated the index procedure information was obtained. The patient was admitted asymptomatic. The target lesion stenosis was 99% in the proximal left internal carotid artery. There was vessel tortuosity with at least 2 bends. The lesion had mild circumferential calcification. The lesion was eccentric. The target lesion was pre-dilated. An 8 x 30mm precise pro rx stent was deployed. An angioguard rx was successfully deployed and retrieved without technical problems. There was a neurological deficit when the patient left the angiography suite. There was no occlusion in the contralateral carotid artery.

Event description:
The information received from the (B) (6) study indicated that during the index procedure an 80-85% stenosis in the left internal carotid artery was treated with an 8 x 30 mm precise stent that was deployed within the internal carotid artery extending into the left common carotid artery. The lesion was eccentric with moderate calcification. There was moderate tortuosity throughout. Following final placement of the stent, the patient did begin to slur his words and there was obvious weakness of the right upper and lower extremity. The patient had aphasia, dysarthria, right hemiparesis, right hemineglect and right hemiataxia. The diagnosis of the event is ischemic stroke. The duration of the event is unk. The event did not require surgery. After the procedure, the patient was then sent for emergent cat scan for further evaluation of his neurologic findings. Of note, while in the cat scan department the patient's left foot was no longer flaccid and it had a strength of approximately 2/5. Right upper extremity, however, remained flaccid. The patient continued to slur his speech. The recovery was partial with major residual. Eight days after the index procedure, the patient's condition has improved and he was discharged/transferred to rehabilitation. As reported, the event is no related to the cordis product, but is related to the procedure. There was no presence of babinski. The information received from the (B) (6) study indicated that after successful stenting of the left carotid artery with a precise stent the patient experienced aphasia, hemiparesis and hemiataxia of the right side with the diagnosis of an ischemic stroke. Onset was sudden and recovery was partial with major residual. At index procedure the (B) (6) male had an 80-85% stenosis in the left internal carotid artery. Medical history included hyperlipidemia, abnormal stress test, history of smoking, diabetes mellitus and coronary artery disease with hypertension. The lesion was eccentric with moderate calcification. There was moderate tortuosity throughout. The left common carotid artery was noted to be patent with mild tapering at the carotid bulb. There were, however, no significant obstructions identified. No filling defects. No obvious thrombus. Distally the internal carotid artery did reveal a 40% to 50% stenosis prior to the middle cerebral artery takeoff. There were no significant stenoses or areas of ectasia within the middle cerebral artery. The anterior cerebral artery filled briskly with no evidence of significant obstructions. A 6-mm angioguard was inserted into the distal internal carotid artery. Excellent position of the distal protection system was noted with normal flow. The stenosis was predilated with a 4 x 20 mm aviator balloon catheter at 8 atm for 10 seconds. An 8 x 30 mm precise stent was then positioned within the internal carotid artery extending into the left common carotid artery. This was then expanded and post dilated with a 5 x 20 mm aviator balloon catheter at 10 atms for five seconds. Following angioplasty, stent deployment and removal of the angioguard there was no evidence of flow abnormalities. Diagnostic imaging following stent deployment revealed a widely patent stent with no evidence of filling defect, edge of dissections or residual stenosis. There was no evidence of slow flow. Prior to removal of the access sheath it was then noted with neurological assessment that the patient began to slur his words and there was obvious weakness of the right upper and lower extremity. The patient had aphasia, dysarthria, right hemiparesis, right hemineglect and right hemiataxia. The diagnosis of the event is ischemic stroke. Repeat angiograms of the cerebral vessels failed to reveal any evidence of abrupt closure. The internal carotid artery revealed normal flow throughout without new filling defects or stenoses. The middle cerebral artery filled briskly with no obvious occlusions of its major and minor branches. The anterior cerebral artery filled briskly without evidence of staining or new obstruction. Since there was no obvious occlusion of a major or minor intra cerebral branch, the patient was then sent for emergent cat scan for further evaluation of his neurologic findings. Of note, while in the cat scan department, the patient's left foot was no longer flaccid and it had a strength of approx 2/5. Right upper extremity, however, remained flaccid. The pt continued to slur his speech. There was no presence of babinski. The recover was partial with major residual. Eight days after the index procedure, the patient's condition has improved and he was discharged/transferred to rehabilitation. It was reported, the event is not related to the cordis product, but is related to the procedure. The stent remains implanted. A review of the manufacturing documentation associated with lot 14102818 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that clinical, patient, and vessel and factors may have contribute to the reported event.